Manufacturer narrative:
The device was not available for failure analysis investigation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that at the end of a da vinci-assisted hysterectomy procedure, it was identified that the permanent cautery hook (pch) broke. The surgeon believes that the instrument broke due to manipulation of the uterus and did not notice any functionality issues. A broken piece was retrieved laparoscopically by the surgeon (¿1 screw, 1 reel¿). An x-ray was performed to confirm no pieces were left behind. The procedure was completed robotically and there was no patient harm or injury.